Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h11. Results of investigation: vyiare medical field service technician went onsite to evaluate the device. Technician replaced user interface module. Ran unit for more then 30 minutes with no issues. Unit passed all performance and safety checks performed. Returned to customer and cleared for clinical use.. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Currently, patient involvement is unknown. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: screen images disappear and return on the avea ventilator display. Currently, patient involvement is unknown.